Event description:
Healthcare professional reported, a left side exchange, due to concerns with the product. Healthcare professional, later reported, rupture. Device has been explanted and replaced.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified, anxiety-product/procedure: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Initially, healthcare professional reported a left side exchange due to concerns with the product. Recently, healthcare professional reported a rupture against the device. Device has been explanted.

Manufacturer narrative:
Continued e.1 zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.